Event description:
The device, which was connected to a smartsite adapter, was inserted into the pt on (B)(6)2011. The nurse went to flush the catheter and administer medication and observed that the device was leaking. The nurse removed the dressing and observed that the site looked swollen. The nurse decided to remove the device. The smartsite and the plastic adapter came off and the catheter tubing did not come out with the rest of the IV and remained in the body. An ultrasound was completed and a foreign body was visualized. A cutdown was performed and the foreign body was sent to pathology after removal. The pt is fine.

Manufacturer narrative:
The sample may be available for evaluation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).